Manufacturer narrative:
Cine image analysis: the two submitted cine images provided by the customer were analyzed. The first image provided likely shows the coiled distal tip. The second image provided shows the filter basket, hoop markers, proximal marker, distal marker, and flex connector. Neither image provided shows the distal coiled tip secured to the capture wire of the spider fx. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician intended to use the spider fx 6mm embolic protection device. It was reported that the distal tip of the wire broke off and embolized in the right coronary artery (rca). There was no intervention performed, the tip remains in the patient. It was reported the tip was not caged to the wall of the vessel; it was deep in the vessel they were not able to do anything with it. The procedure was completed without further issues. Patient¿s status is reported as fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.